Event description:
Customer is complaining about wraps coming out of the original packaging with holes in wrap.

Manufacturer narrative:
Customer is complaining about wraps coming out of the original packaging with holes in wrap. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.